Event description:
On 10-sep-2025, the user reported difficulty connecting to dexcom g7 continuous glucose monitoring (cgm) sensor to the ilet. The agent assisted with entering the pairing code, but the user received a ¿replace sensor¿ message. The user changed the sensor and confirmed it entered warm-up mode. The highest blood glucose (bg) recorded was 374 mg/dl. Bg was corrected by manually entering the value into the ilet to continue insulin delivery. Symptoms included dizziness. No medical intervention was reported at the time of call.